Event description:
It was reported to philips that the system was unable to store fluoroscopy and cine runs. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced three image disks which resolved the issue. The device was returned to use in good working order. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned coronary procedure and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to store fluoroscopy and cine runs. The fse found that there were no patient cases on the system that needed to be erased. The fse reviewed the diagnostic logs and did not find any major issues. The fse replaced the disks 1 & 2 as they were of lower storage size and high hours of use. The fse performed a database consistency test and re-created the image store to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.